Manufacturer narrative:
Combination product: yes -

Event description:
Finding rv impedance out of range, under 200 ohm. Alert via home monitoring about eri battery status. The ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021. The device was replaced, lead capped and a new lead implanted.

Manufacturer narrative:
Combination product: yes, the lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the impedance measurement functions, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.